Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2006 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. The following was reported: "[the patient] presented to primary care physician around (B)(6) 2017 with complaints of pain at umbilicus and a preumbilical mass. His pcp thought it might be a hernia and sent him for a CT and referred him to dr. (B)(6). On exam, he had a 'very firm mass' which was tender on palpation and been increasing rapidly in size. He had a biopsy done in (B)(6) 2017 that revealed inflammatory cells. Because of the rapid increase in size and the solid mass, he underwent excisional biopsy on (B)(6) 2017 by dr. (B)(6)." It was alleged that "the abdominal wall mass was found to be at least 3 cm in diameter, was composed of scar tissue, and communicated down to the mesh. This was also described as a 'fistulous track from the base of the wound where he had the umbilical repair done many years ago'. The soft tissues surrounding the mesh appeared to be experiencing severe acute and chronic inflammation with some purulence and granulation tissue. The area was irrigated and cauterized. Sinus track was closed primarily with vicryl and the incision was dressed with xerofirm and 4 x 4¿s." The complaint continues "he was placed on antibiotics post-operatively. It was hoped the debridement and antibiotics would resolve the infection. However, infection kept coming back despite repeated antibiotics and drainage procedures. He presented to dr. (B)(6) again on (B)(6) 2017 with complaints of 'significant abdominal pain', 'an inflamed area just below the umbilicus', and infection. Dr. (B)(6) concluded 'that the calcified mass seen in his abdominal wall¿is likely an infected piece of mesh'. 'Because less drastic measures have failed, I think that he will require exploratory laparotomy with removal of the entirety of the mesh wand closure of his abdominal wall possibly requiring component separations.' Dr. (B)(6) officially coded his diagnosis as: 'infection and inflammatory reaction due to other internal prosthetic devices, implants and grafts, encountered'). [The patient] then underwent open surgery on (B)(6) 2017 to remove the infected mesh. Dr. (B)(6) noted '[t]he fistulous tract extended down indeed to the prosthetic mesh which was a calcified mass seen on preoperative imaging. The entire preperitoneal pocket was full of purulence and the mesh was not well incorporated'. He also noted the 'surrounding tissues were quite indurated'. The mesh was removed, and debridement and primary closure were performed." It was alleged that "total hospitalization time was 4 days with about (B)(6) billed to (B)(6) prior to adjustments." It was reported the patient alleges the following product deficiencies: strict products liability, negligence, implied and express warranty, fraud, fraudulent concealment, punitive damages.

Manufacturer narrative:
Updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. Added method/results/conclusions code 2 for sterilization evaluation.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. The instructions for use further state: ¿use only nonabsorbable sutures, such as gore-tex® suture, with a noncutting needle (such as taper or piercing point) of appropriate size to anchor the device. The use of absorbable sutures may lead to inadequate anchoring of gore® dualmesh® plus biomaterial to the host tissue and necessitate reoperation. For best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction. Procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2006 were not provided. (B)(6) 2006: preoperative history and physical. ¿chief complaint: discomfort and swelling in the periumbilical region. History and present illness: he states the he does a lot of heavy lifting and about six months ago while lifting, he developed pain in this region and noticed a lump just above umbilicus. He did report to the supervisor, however, did not seek any medical advice. On (B)(6) 2006 he was again doing some heavy lifting and once again developed severe discomfort in the periumbilical region and noticed once again that there was a bulge just above umbilicus, which itself was deformed and which had become tender. He was seen at family care clinic and was diagnosed as having a ventral hernia. Physical exam: there is a periumbilical hernia at the umbilicus and superior to it with a defect of about 5 cm in diameter, moderately tender on palpation. Clinical impression: ventral hernia. Plan: the patient has been advised that since it has become tender that he should have a repair of the ventral hernia with mesh. Details regarding the procedure was explained to the patient, including possible complications such as infection, recurrence of the hernia. The patient understood and will be scheduled for surgery.¿ (B)(6) 2006: operative report. ¿preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia. Operation performed: repair of ventral hernia with gore-tex dual meshdetails of procedure: a curved incision was made in the infraumbilical region and the incision was made down the fascia. The umbilical cicatrix was elevated from the underlying fascia and flaps were developed both superiorly and inferiorly, as well as medially and laterally. There was a loop of intestine that was irreducible. It was stuck to the edge of the defect in the midline. The sac was mobilized from the fascia, which was partly opened to allow the sac to be reduced in the abdominal cavity. A plane was then developed between the peritoneum and the fascia and the gore-tex dualmesh was placed in this area and was sutured in place with 2-0 vicryl sutures in a mattress fashion circumferentially to prevent any loop of intestine to go between the mesh and the anterior abdominal wall. Hemostasis was secured. The opening in the fascia was closed with 0 vicryl suture. The subcutaneous tissue was closed with 3-0 vicryl and the skin was closed with subcuticular 4-0 absorbable suture in a subcuticular fashion. Steri-strips were applied.¿ the records confirm a gore dualmesh® biomaterial (1dlmc03/04520214) was implanted during the procedure. Records between (B)(6) 2006 and (B)(6) 2017 were not provided. (B)(6) 2017: office notes. ¿cc: fu abdominal wall mass biopsy. History of present illness: patient [sic] returns today after biopsy results. Still a little sore at umbilicus which is unchanged, constant, non radiating. No abdominal distention. He previously had an umbilical hernia repair at that site. Problemlist/past medical history: abdominal wall mass of periumbilical region. Sleep apnea, gout, tobacco user, diabetes mellitus. Procedure/surgical history: excision of abdomen subcutaneous tissue and fascia, percutaneous approach, diagnostic ((B)(6) 2017), back, hernia, umbilical social history: alcohol use, current user. Type: beer, liquor. Frequency: 1-2 times per month. Wt.: 93.20 kg. Use: former, type: methamphetamines. Physical exam: abdomen soft nontender except at his umbilicus where he is mildly tender and has darkening of the skin with a firm non mobile mass, non-distended, normal bowel sounds, no masses. Assessment/plan: abdominal wall mass¿will need excisional biopsy since core needle biopsy only returned scar tissue and mass is concerning for sarcomatous lesion given its history of rapid growth . Final diagnosis: soft tissue periumbilical mass, ultrasound guided core biopsy: dermal scar with mixed inflammation, giant cells and polarizable material. No malignancy identified.¿ (B)(6) 2017: operative report. ¿indication for surgery: 43 year-old male with a history of umbilical hernia repair remotely several years ago presented to my office over a month ago with complaints of periumbilical pain with a mass that had been increasing in size. His primary care physician thought this might be a hernia and sent him for a computed tomography scan and for referral to my office. The computed tomography scan showed a solid abdominal wall mass without evidence of recurrent hernia. On exam he had a very firm mass which was only mildly tender to palpation and had been increasing rapidly in size of the previous weeks. He was sent for ultrasound guided core needle biopsy which returned with inflammatory cells. Because of the rapid increase in size and the appearance on computed tomography scan of a solid mass with speculation decision was to perform excisional biopsy. Preoperative diagnosis: abdominal wall mass. Postoperative diagnosis: same. Operation: excisional biopsy of abdominal wall mass. Cultures of sinus tract abdominal wall mass, aerobic anaerobic. Findings: firm abdominal wall mass at least 3 cm in diameter but ill-defined borders with a central sinus tract which tracked down to the base of the umbilical stalk and what appeared to be on top of the previously placed umbilical hernia mesh. Tract was approximately 5 mm in diameter. There is a very small amount of purulence, less than 1 cc, at the base of the tract which was evacuated. T here is a small amount of granulation tissue at the base of the tract as well which was completely cauterized. Specimen(s): abdominal wall mass. Aerobic and anaerobic cultures of sinus tract of abdominal wall. Technique: ...an elliptical incision was made over the top of the umbilical wall mass which incorporated the previous umbilical hernia repair scar. Dissection was carried down using bovie electrocautery to incorporate the umbilical wall mass. The borders were ill-defined and therefore difficult to determine whether or not the entirety of the mass was excised. This mass appeared to be consistent with scar tissue more so than sarcomatous lesion. A dissection was carried underneath the mass at the level of the anterior rectus fascia there was a sinus tract at the umbilical stalk which indicated with the top of the previously placed umbilical mesh. The mesh appeared to be well incorporated without evidence of infection directly on the mesh but rather the soft tissue surrounding the mesh. It was a very small amount of purulence at this area which was evacuated and a very small amount of granulation tissue. The area was thoroughly irrigated and the granulation tissue was completely cauterized. Irrigation consisted of peroxide, betadine, and saline. Once clean and hemostasis was obtained the sinus tract was closed primarily using vicryl. Soft tissue layers were then closed successively over the top of this and skin was closed using 4-0 nylon in an interrupted fashion. Incision was dressed with xeroform and 4 x 4¿s (B)(6) 2017: pathology report. Final diagnosis: ¿skin and underlying soft tissue, abdominal wall (mass), excision: 1. Marked soft tissue acute and chronic inflammation to include foreign body type giant cells and abscess formation. 2. Unremarkable overlying epidermis. 3. Focal polarizable foreign material identified. 4. No granulomas or malignancy identified. Comment: this patient¿s clinical history and prior surgical specimen (ss17-559) are noted. The histologic changes are most consistent with abscess formation that may be secondary to prior instrumentation or trauma. Clinical correlation is recommended. Ross barner, md. Pathologist, electronic signature. The case has been reviewed with the following pathologist (s) who concur with the interpretation: catherine salsbury, md. Clinical history: abdominal wall mass. Clinical diagnosis: abdominal wall mass. Gross description: received in formalin labeled ¿zink, albert daniel-abdominal wall mas soft tissue¿ is a 22 ¿gram, 5.0 x 3.5x 3.3 cm roughly elliptical yellow-pink, focally pale orange, rubbery tissue with overlying 4.7 x 1.5 cm tan skin ellipse. The epidermis is involved by a 0.7 x 0.7 cm ill-defining tan-white raised nodule, 0.2 cm from the nearest radial margin. Sectioning reveals a 3.9 x 3.0 x 2.8 cm irregularly bordered, yellow-orange, resilient cut surface. There is a surrounding yellow adipose tissue. The possible lesion extends to the deep resected margin. Representative sections are submitted as follows: cassette summary: as-a2: representative contiguous section, bisected including extension to deep resected margin. A3: skin nodule. A4-a5: additional lesion. Microscopic description: five h&e slides evaluated. Summit pathology.¿ (B)(6) 2017: office notes. ¿cc: incision red, swollen, has drainage and is painful. History of present illness: 43-year-old male who I initially saw in july of this year for some periumbilical swelling and abnormalities on CT imaging which included irregularly shaped mass with some calcifications. It began one month before in june and was slowly growing and causing him some pain. I was concerned may be of malignancies are ordered and ultrasound-guided biopsy which just showed inflammatory tissue. I then decided to perform an excisional biopsy in the operating room. In the operating room I found a fistulous track from the base of the wound where he had previously had an umbilical hernia repair done many years ago. Pathology returned with inflammatory cells consistent with a granuloma. Based off of preoperative imaging I think is likely he has a mesh implanted into his abdominal wall though no operative records are available. I hope by widely debriding the area and cleaning it and placing him on antibiotics that this infection will clear. I saw him postoperatively and he unfortunately had redeveloped a wound infection. I drained it and placed him on antibiotics . He presents again today once again presenting with an inflamed area just below his umbilicus. No fever or chills. He has some significant abdominal pain right around his umbilicus but has been eating quite normal. Having normal bowel movements. Problem list/past medical history ongoing: abdominal wall mass of periumbilical region, gout, infected prosthetic mesh of abdominal wall, sleep apnea, tobacco user. Historical: diabetes mellitus. Procedure/surgical history: excision of abdominal wall, open approach ((B)(6) 2017), lesion excision trunk (abdominal wall), ((B)(6) 2017), excision of abdomen subcutaneous tissue and fascia, percutaneous approach, diagnostic ((B)(6) 2017). Assessment/plan: infected prosthetic mesh of abdominal wall. More conservative measures have failed up to this point to resolve his infection and I think that the calcified mass seen in his abdominal wall on preoperative imaging is likely an infected piece of mesh which was placed during his original umbilical hernia repair. Because less drastic measures have failed, I think that he will require exploratory laparotomy with removal of the entirety of the mesh and closure of his abdominal wall possibly requiring component separations. We discussed the risks and benefits of the procedure which included but were not limited to postoperative wound infection the risk of which would be quite high, recurrence of the hernia, and enterotomies which may not require small bowel resections. Patient understood and wishes to proceed. I will prescribe him clindamycin which the staphylococcal bacteria was sensitive during the last wound culture.¿ (B)(6) 2017: operative report. ¿indication for surgery: 43-year-old male who I initially saw in clinic a couple of months ago with complaints of an abdominal wall mass. I initially sent him for a precarious biopsy but that returned as inconclusive so I took him to the operating room for excisional biopsy. During that excisional biopsy of the fistulous tract which appeared to contain some purulence connected with what I thought might have been a previously placed umbilical hernia mesh done very remotely. I debrided the area and closed it and placed on antibiotics hoping that this would be enough to clear his infection. However he redeveloped and infection and I discussed with him the possibility that I would have to remove his bellybutton given its close proximity to the infected mesh. He indicated that this would not be a problem for him. Preoperative diagnosis: infected prosthetic mesh of abdominal wall. Postoperative diagnosis: same. Operation: exploratory laparotomy with removal of infected prosthetic mesh. Debridement of abdominal wall with primary closure. Findings: the fistulous tract down to the prosthetic mesh which was a calcified mass seen on preoperative imaging. The entire preperitoneal pocket was full of purulence and the mesh was not well incorporated. Specimens: 1) abdominal wall. 2) mesh implant. Complications: none apparent. Technique: an elliptical incision was made to encompass the fistulous tract and surrounding granulomatous tissue which did include the umbilicus. Dissection was carried down to the level of the abdominal wall and the fistulous tract with granulomatous tissue was excised and sent for permanent pathology. Inspection of the base of the fistulous tract did indeed reveal evidence of a remotely preop placed prosthetic mesh. Dissection was undertaken over the top of this mesh until I was able to free it from surrounding peritoneal tissues. The mesh was completely covered with purulent material which filled the entire involved prepared. The surrounding tissues were quite indurated. Dr. Mcpherson was present to assist with exposure and dissection throughout the case. Once the mesh was removed is was sent for permanent pathology. Next division of the linea alba was undertaken in a cephalad position away from the area involved preperitoneum. Access was gained at this point to the abdomen and the involved pre-peritoneal space was excised away from the surrounding preperitoneum and abdominal wall using bovie electric cautery and completely excised. This also was sent for permanent pathology. Portions of the abdominal wall had to be debrided with the specimen as they appeared to be intimately involved and could not be reliably reapproximated during the repair. Next 2 l of warm saline were used to irrigate the abdomen and hemostasis was obtained through the abdominal wall using bovie electrocautery. The midline fascia was then able to be closed primarily without undue tension using running zero looped pds . Subcutaneous tissues were then thoroughly irrigated until clear and skin was closed using staples after subcutaneous flaps were raised.¿ (B)(6) 2017: pathology report. Surgical. Final diagnosis: ¿a) skin and soft tissue, abdominal wall, excision: 1. Skin and subcutaneous tissue with acute and chronic inflammation and focal abscess formation. 2. Fibromuscular/fibroadipose tissue with acute and chronic inflammation. 3. Negative for malignancy. B) foreign body (mesh), removal: mesh and attached tissue with acute and chronic inflammation. Clinical history: periumbilical swelling and abnormalities. Gross description: a) received in formalin, in two container, both labeled ¿zink, albert daniel. Part a, is labeled ¿abdominal wall and skin,¿ is a tan-brown elliptical-shaped portion of skin with underlying tissue. Also found within the container are portions of fibrous tissue with attached omental tissue. The skin portion measures 10.0 x 4.0 cm with a maximum depth of 3.0 cm. The separate fibrous tissue measures 5.5 cm in greatest dimension. The attached omental tissues measure 16.0 cm in greatest dimension. There is a central, slightly raised gray-brown necrotic area on the skin surface measuring 2.0 cm in greatest dimension. Sectioning reveals fibrous tissue in all portions. The omental tissue is sectioned revealing a yellow adipose appearance. Underlying the lesion on the skin surface, the tissue has a gray-brown necrotic appearance. Representative tissue is submitted as follow: cassette summary: as-a2: sections of necrotic skin lesion and underlying tissue. A3-a4: sections of separate fibrous tissue. B) part b is labeled ¿b-mesh¿, is a yellow-tan rubbery portion of mesh material measuring 7.5 x 4.5 cm. Small portions of possible tissue are attached. A representative portion of the mesh material with possible tissue submitted as b1.¿ (B)(6) 2017: discharge summary. ¿admission information: increasing size of abdominal wall mass with associated calcified intra-abdominal mass which led to excisional biopsy in the or which showed inflammatory changes and findings consistent with possible involvement of remotely placed hernia mesh. More conservation measure failed to stop repeated fistulous tract formation and he was scheduled for ex lap and removal of the mesh with primary closure. Hospital course: surgery was uneventful and infected mesh was removed. Post operatively he did well, pain controlled, tolerated a diet, no fever/chills. Home on pod 1.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Manufacturer narrative:
Updated result code 2. Conclusion code 2 remains unchanged.